Event description:
It was reported that the right atrial (ra) lead dislodged within three weeks of implant. The ra lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.